Event description:
It is reported that the patient heard a crack in her hip and lost her balance. A x-ray shows that the implant is cracked and has slipped out of the socket.

Manufacturer narrative:
This report will be amended when our investigation is complete.